Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309628, batch#: 3041968. It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: rcc received a complaint via email. "On dos on (B)(6) 2025, dr. Proceeded with treatment for patient with another vial due to the syringe being damaged." Based on the picture provided it was scale marking issue.

Manufacturer narrative:
(B)(4) - supplemental MDR - scale marking issue. Two photos were provided to our quality team for investigation. Upon photos evaluation, it was observed that the scale markings were skewed, and more than 50% of the grad lines were missing. The condition observed is non-conforming per product specification. The potential root cause of the skewed print defect is associated with the marking process and missing print defect associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 3041968. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.